Event description:
It was reported that a user of the ilet bionic pancreas experienced frequent elevated blood glucose readings, with a most recent value of 214 mg/dl without symptoms, and the case was assigned for additional training. Symptoms included no reported clinical manifestations associated with the elevated glucose. Outcomes included no alerts or alarms and no need for medical intervention or hospitalization. Investigation included review of the reported event and attachment of the report to the case file, with recommendation for the patient to consult with clinical management liaison for additional training. Investigation of this case revealed no device alarms or malfunctions reported and no device component issues identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.